Event description:
Overdelivery due to pt tampering reported. The pump was set to infuse meperidine 10 mg/ml, pca dose of 15 mg with a 15 min lockout. A nurse noted that approx 20 to 25 ml (200 to 250 mg) was gone from the vial. The max expected delivery was 120 mg. The device history registered 6 deliveries from 11 am to 1:15 pm with many injector and occlusion alarms indicated. This same pt has a history of similar pca pump tampering in 3/96. The pt reportedly has a high tolerance to narcotics and did not experience any adverse effects from the tampering/overdelivery.